Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Evaluated 1 open/used reservoir (no clear liquid inside barrel) transfer guard and plunger not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix d and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per (B)(4). Conclusion: reservoir passed per bolus and basal test; no leakage and no physical or cosmetic anomalies were found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a blood glucose value of 400 mg/dl. The customer reported a reservoir leak and crack on the pump and treated with pump respectively. The event involved product(s) mmt-332a, mmt-332a, mmt-1884, mmt-386a. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported event. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported that pump was exposed to moisture and fluid was present in reservoir compartment. Damage was reported to reservoir compartment or pump case. No further patient complications were reported. Product return requested for mmt-7020la. The customer declined to return or is unable to return. No product return is required for mmt-332a. No product return is required for mmt-386a. The product return is required for mmt-1884 and it returned for analysis. The product return is required for mmt-332a and it returned for analysis.